Event description:
It was reported that a patient presented remotely via merlin.net with implantable cardiac defibrillator (ICD) exhibiting post paced t-wave over-sensing. No resolution was performed. There were no patient consequences.